Manufacturer narrative:
Correction on initial report: b.5, d.1 & d.4.

Event description:
It was reported that a biomedical engineer noticed missing screws/washers with a device being returned from a different hospital. The inner posts were shattered up under the battery. Customer did not know if this device was used on a patient. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a biomedical engineer noticed missing screws/washers with a pump being returned from a different hospital. The inner posts were shattered up under the battery customer did not know if this pump was used on a patient. No further information is available.